Event description:
It was reported that multiple temperature alarms occurred while the pump was exposed to normal temperature conditions. Blood glucose was 151 mg/dl. Reportedly, customer used manual injections for insulin therapy.